Event description:
Procedure type: lap chole. According to the reporter: the surgeon no longer uses visiport 12mm optical trocar as it caused an injury to the aorta. He didn't say any more and left. (B)(6), general surgery team lead, was standing nearby and I asked her for more information. General surgery team lead said the patient event happened a while ago. She said the case was a routine lap chole on an approximately (B)(6) female. The trocar was being inserted and reportedly punctured the aorta. Per the risk manager, (B)(6), the incident was not immediately reported. The co2 level was noted to decrease and they thought the problem was respiratory. The patient was transferred to the main operating room where she expired on (B)(6) 2012. Autopsy was done and showed a 7mm laceration on the aorta. Medical history included: lumbar degenerative disc disease, knee degenerative joint disease. Labs done on (B)(6) 2012 showed a hgb of 15.5, hct-46.3. Additional information requested via email. The procedure date: (B)(6) 2012.

Manufacturer narrative:
(B)(4).